Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the spaced contacts in the auxiliary connector damaged. The customer declined the repair and the device was returned to the customer labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test for defib and pacer functions and displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.